Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) and within 15 minutes the bg levels dropped to 2.2 mmol/l (39.6 mg/dl). The pod was worn on the patient's back for between 5 and 24 hours. The patient loss consciousness and the patient's father administered 1 full shot of glucagon for the patient. The pod was removed and the ambulance was called. The paramedics gave the patient diazepam and transported the patient to the hospital. The patient received ondansetron to treat the nausea and vomiting. Infusions of sugar water and a saline solution drip was provided for treatment. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.